Event description:
Customer reports the comfort curve strip vial has a printed expiration date of 8/31/08. MFR's batch record indicates the correct expiration date is 8/31/05. No adverse event reported. Requested return of suspect device and replacement was sent.